Event description:
On (B)(6) 2012, it was identified that cardiohelp (serial number (B)(4)) touch self test failed and the unit can not be powered off. (B)(4).

Manufacturer narrative:
(B)(4). Cardiohelp (serial number (B)(4)) was received by the maquet (B)(4) service center for repair. Per service report (B)(4), the rotary encoder, touch panel, display, hmi board, and the connection cable from hmi to display were replaced. (B)(4).